Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) identified a vt episode as svt and did not treat. Rhythm ID was programmed on. During a standard post-implant nips, vt was induced but the device interpreted the rhythm as svt. The vt was determined to have been coming from the septal area and looked much like the underlying rhythm. A device disk was sent for engineering analysis.